Event description:
Pt called in 2002 alleging their one touch ultra meters are reading inaccurately erratic. "Outbound call to pt the next day at the pt's request. Pt states they are going to seek compensation. Pt believes the ultra's have been erratic in the pt's readings, often inaccurately high. Pt has changed their treatment based on the results. Pt tests 10 times per day. Pt has specific incidents of feeling low while getting readings of 120 mg/dl. Now believes they had blood glucose at that time of approx 40 mg/dl. Pt has been feeling ill. Pt has been getting readings greater than 600. Very insulin sensitive, 0.5 units brings the pt down 200mg/dl. Pt believes they were also experiencing some rebound of over insulinization. Spilling of ketones was explained by the pt's dr as a result of rebound. No spilling of ketones today, didn't use ultra today, relied on a newly purchased profile and has no symptoms of low blood sugar. Erratic readings and treatment based on the ultra readings has been for a duration of 2 weeks. Pt believed they have a uti or a yeast infection, which the pt believed, was caused by the erratic meter readings and over treating of insulin. Currently no other medical treatment, no changes in treatment in the recent past. Pt has not had the opportunity to compare to pt's ultra meter to the lab. Pt will conduct a meter to lab test in 4/2002 when they sees their dr. "Seeing dr due to the mistreatment of blood glucose based on erroneous ultra reading." Reporter spoke to pt in 4/2002 and they provided them with the following info: pt verified the info documentation above. Pt stated they have been feeling ill, with flu-like symptoms for the past 3 weeks. Pt stated they have been obtaining "wild swinging numbers". In 2002 in the middle of the night, pt tested their blood at 1am, 2am, and 3:30am and obtained readings from 90 to 120 mg/dl. At the time pt was experiencing hypoglycemic symptoms. Pt stated another incident, in which they were driving and began to feel hypoglycemic and pulled over to test their blood sugar. The reading was 129 mg/dl, a reading that pt would normally feel fine. Pt performed two sets of precision tests. One meter was 600 mg/dl, 15 minutes later was 199 mg/dl. The other meter tested at 579 mg/dl, 10 minutes later it read 218 mg/dl. Customer is seeking compensation for the trouble, pt stated they have been missing work and pt has made a dr's appointment in 4/2002 to examine them due to their blood sugar fluctuating. Pt stated they will need to pay for this appointment out of pocket. Pt was already given the address and instructions for compensation.